Event description:
It was reported to boston scientific corporation that a obtryx ii was implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: pain inter; diff bowel; rec incont; aggrav incont; psych; nonsurgical treatments: the patient was treated with physiotherapy treatment (including pelvic floor exercises or training). On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): eluphrot ointment for the treatment of: dryness/tenderness. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): vagifem low for the treatment of: dryness/tenderness. Treatment duration: 5 years.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.